Manufacturer narrative:
Visual inspection: no residual ha layer on the femoral stem, femoral neck is scratched due to head removal or unknown reason.

Manufacturer narrative:
Batch review performed on 29 october 2019. Lot 154470: 118 items manufactured and released on 06-nov-2015. Expiration date: 2020-10-26. No anomalies found related to the problem. To date, 118 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: hip revision surgery performed 3,5 years after cementless total hip arthroplasty. Images provided don't allow a proper clinical evaluation. Information received are insufficient to draw any conclusion.

Event description:
Revision surgery due to stem loosening performed 3.5 years after primary surgery. All hardware has been revised: stem, head, liner and cup. No info about head and liner because competitor products.